Event description:
Litigation alleges pain, metallosis and difficulty ambulating. **update** (B)(4) 2013 - sales rep reported revision surgery. Patient was revised to address pain and metallosis. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(4) 2013. **update** (B)(4) 2014 - medical records were obtained. Medical records indicate patient was revised due to corrosive changes to the trunnion, and slight metal stain to the tissues. The stem and sleeve are being added to the complaint. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.